Event description:
The reported description notes that the pt had a serious event requiring defibrillation. The customer was looking for information on capturing retrospective data. There was no report of a pt monitor malfunction. However, because there is an indication that a life threatening situation occurred, philips will report.

Manufacturer narrative:
(B)(4): the reported description notes that the pt had a serious event requiring defibrillation. The customer was looking for information on capturing retrospective data. There was no report of a pt monitor malfunction. However, because there is an indication that a life threatening situation occurred, philips will report. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.